Event description:
The customer reported that the monitor fell and was damaged. The customer also reported they do not know how or when it fell. There was no report of pt injury.

Manufacturer narrative:
(B)(4). The customer reported that the monitor fell and was damaged. The customer also reported they do not know how or when it fell. There was no report of pt injury. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation si completed. See scanned page.